Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. Sn: (B)(6). Water flow rate (wfr) was 0.8l/min. Had nurse stop therapy, empty pad, and disconnect. Had nurse confirm all tubing was straight with no kinks or bends. Informed nurse to reconnect pad with proper technique, confirmed they can connect to any of the ports on the fluid delivery line (fdl) and suggested trying a different port. After disconnected and reconnected water flow rate (wfr) was settled at 0.9l/m. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.2c, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 38%. Explained flow rate and correlation to heater capacity. Suggested adding a blanket or towel between the tubing and the window. Stated there was a slight bend there so they will try this. If the flow rate (fr) did not increase to 1l/m before rewarming phase they will call back for troubleshooting. Per additional information updated from ttm on 19jul2025, they were trying to rewarm a patient using s/n (B)(6), but the flow rate was low. They know it was supposed to be closer to 1lpm, but it was 0.7lpm. They have disconnected and reconnected the pads using proper technique and made sure the tubing was straight and not kinked anywhere, water temperature (wt) was 39.4c, targeted temperature (tt) was 36.5c, patient temperature (pt) was 36.3c. Patient should have been 36.5c an hour and a half ago. Asked nurse to check again for compressed tubing, none noted. Inlet pressure (ip) was -7.3psi. Baby was taco-ed in. Explained the patient was within allowable tolerance and the water temperature was warm. Suggested monitoring water temperature. If the flow drops lower the heater may not be able to function properly. Suggested checking facility protocol regarding radiant warmer usage. Explained they could replace the pad if desired, but the water temperature was warm so they may want to monitor a little longer. Per follow up information received via phone on 05aug2025, spoke with nurse who confirmed patient completed therapy on the same pad and device. The flow rate did not increase above 1.0 lpm, but they did not notice any major effects on patient temperature. Therapy was assisted with warm blankets and a radiator. Pad was disposed of.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. Sn: (B)(6). Water flow rate (wfr) was 0.8l/min. Had nurse stop therapy, empty pad, and disconnect. Had nurse confirm all tubing was straight with no kinks or bends. Informed nurse to reconnect pad with proper technique, confirmed they can connect to any of the ports on the fluid delivery line (fdl) and suggested trying a different port. After disconnected and reconnected water flow rate (wfr) was settled at 0.9l/m. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.2c, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 38%. Explained flow rate and correlation to heater capacity. Suggested adding a blanket or towel between the tubing and the window. Stated there was a slight bend there so they will try this. If the flow rate (fr) did not increase to 1l/m before rewarming phase they will call back for troubleshooting. Per additional information updated from ttm on 19jul2025, they were trying to rewarm a patient using s/n (B)(6), but the flow rate was low. They know it was supposed to be closer to 1lpm, but it was 0.7lpm. They have disconnected and reconnected the pads using proper technique and made sure the tubing was straight and not kinked anywhere, water temperature (wt) was 39.4c, targeted temperature (tt) was 36.5c, patient temperature (pt) was 36.3c. Patient should have been 36.5c an hour and a half ago. Asked nurse to check again for compressed tubing, none noted. Inlet pressure (ip) was -7.3psi. Baby was taco-ed in. Explained the patient was within allowable tolerance and the water temperature was warm. Suggested monitoring water temperature. If the flow drops lower the heater may not be able to function properly. Suggested checking facility protocol regarding radiant warmer usage. Explained they could replace the pad if desired, but the water temperature was warm so they may want to monitor a little longer.